Manufacturer narrative:
A ge service rep performed an onsite investigation. The left and right workstation monitors were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that both monitors are fogging up. No pt injury was reported.